Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach I aseptic technique resulting in peritonitis. The breach was further described as the patient was bedridden and relied on caregiver for care (specific breach was not specified). The patient was hospitalized on the same day as the event onset. The patient was treated with vancomycin injection ( 2 grams start loading dose and 500 mg in night exchange, intraperitoneally and for 14 days) and ceftazidime injection (1 gram every each three exchange, intraperitoneally and for 14 days) and other unspecified medication (dose, route and frequency not reported) for peritonitis. On an unreported date, antibiotic treatment was stopped. At the time of this report, the patient was discharged from the hospital and recovered from the event. The caregiver was retrained on aseptic technique. No additional information is available.